Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and repaired at the service center. The complaint was confirmed. The following information was derived from the service report: "tornado": preventive replacement of o-rings performed; motor does not turn: motor replaced; bend protection damaged - motor cable replaced; damaged parts of the drill mounting mechanism replaced; defective o-rings replaced; unit cleaned; functional test performed; functional test completed; safety test checklist enclosed; electrical safety test completed; hipot test completed. The motor cable, o-rings and drill mounting mechanism was likely caused by device mishandling by the user. However, given the information provided, we cannot discern a definitive root cause for the reported failure. The drill mounting mechanism components my be damaged due to user mishandling as well, however we cannot discern a definitive root cause for how the drill mounting mechanism became damaged given the information provided. The device is categorized under legacy manufacturing. A review of lot/batch history for each legacy fms product complaint is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliates that the tornado shaver handpiece has to be serviced because it does not function.